Event description:
The applier was used during a laparoscopic cholecystectomy. The clips were splitting out of the applier after firing. After 7-8 clips spit out the surgeon asked for another co's endo clip to comlpete the case. There was no consequence to the pt. Rpo.

Manufacturer narrative:
A1,2,3,4;b6,7;d10: contacted facility, information not provided. D5,6;h4: information not available, device not returned for analysis.